Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: d.1 medical device type: fpa. D.2. Common device name: intravascular administration set. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h.10.

Event description:
It was reported that during use with an unspecified bd push button blood collection set when the button pushed the needle did not retract and the user sustained a needle stick injury on finger. Patient impact has not been obtained. This is the 2nd occurrence of 4. The following information was provided by the initial reporter: customer reports that needles aren't fully retracting on push button wingsets additional information obtained from customer 24-apr-2023: (B)(6) 2022: safety device on eclipse needle not lining up with the needle. Hand was placed over the gauze pad to stop the bleeding, then needle retracted and I felt a scratch on my finger.